Event description:
It was reported that the (2) lvp displayed dim segments located in the tenths digit, therefore replaced. There was no report of patient involvement per customer.

Manufacturer narrative:
The reported issue of led display segment was dim was confirmed on 2 out of 2 returned boards. Testing: the returned display boards were tested using a lvp mockup test fixture attached to a cad pcu. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 2 out of 2 returned lvp display board assemblies with dim segments. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Review of the sn (B)(6) service history record showed the device had a manufacture date of 01-jul-2004. A review of the device service history record was performed beginning from the date of manufacture to the present date 25-nov-2020 and indicated that this device has been previously returned twice to service with the last recorded servicing on 05/21/2009 related to this complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record opened for the source device was not related to this complaint. H3 other text : only display board was received for investigation

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Sn (B)(4)- gtin/UDI# not provided.

Event description:
It was reported that the (2) lvp displayed dim segments located in the tenths digit, therefore replaced. There was no report of patient involvement per customer.